Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient complained of pain at the lead incision site. At the ER, physician suspected infection and prescribed antibiotics. Also, CT scan and blood work was done which came negative. Reportedly, the physician noted pus oozing out of the lead site which cleared up later. Aslo, pain at the lead site subsided.